Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the failure of the video connectors could not be identifed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon inspection, it was identified, the video processor displayed no image due to faulty video connector when connected to the ltf-vh scope. The faulty video cable had to be replaced. It was also noted the unit was running on an older software version that was recommended to be updated. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the camera head did not click into the slot of the video processor camera box during preparation for use for an unknown procedure. The device was returned, and an inspection revealed, the video processor displayed no image when connected to the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.